Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was initially noted on the right atrial (ra) lead and the ra lead was reprogrammed. It was later reported that a possible fracture was noted on the ra lead. Oversensing due to noise and high impedance was also noted on the right ventricular (rv). Both pacing leads were explanted and replaced. No patient complications have been reported as a result of this event.